Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a gradual increase in right atrial (ra) pacing lead impedances measuring 2,000 ohms. Technical services reviewed the device data and there were no observations of noise however, there are some non-physiologic appearing deflections. Technical services provided troubleshooting options and discussed possible causes. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced and the right atrial (ra) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a gradual increase in right atrial (ra) pacing lead impedances measuring 2,000 ohms. Technical services reviewed the device data and there were no observations of noise however, there are some non-physiologic appearing deflections. Technical services provided troubleshooting options and discussed possible causes. At this time, the system remains in service. No adverse patient effects were reported.